Manufacturer narrative:
UDI not available for this system at time of filing. A manufacturer representative went to the site to test the equipment and could not reproduce the reported failure. Gain calibrations were performed for both 2d and 3d imaging. The imaging system then passed the system checkout and was found to be fully functional. No parts were returned to the manufacturer since no parts were replaced.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the anterior posterior (ap) and lateral 2d x-rays on the imaging system had contrast issues (reported as ¿very contrasty¿) and the anatomy was very difficult to view. Manually adjusting the brightness and contrast of the images did not help. It was noted that a fluoro gain calibration was last performed 1-1.5 weeks prior to the reported event. There was no surgical delay due to this issue, and there was no impact on patient outcome.